Event description:
It was reported that the user experienced low blood glucose while using the ilet, with a documented nadir of 60 mg/dl, and the episode was addressed through troubleshooting and education with oral glucose administered. Symptoms included hypoglycemia. Outcomes included temporary interference with daily activities. Investigation included user counseling and device use review. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was indeterminate with cause not determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.